Event description:
Rptr had silicone/polyurethane breast implants and has been diagnosed with many cancers, most of them malignant melanomas, but most recently squamous cell carcinoma, which rptr believes all are a direct result of the "chemical soup" in the implant, as well as all of the cancer rptr has been diagnosed with. Rptr also suffers with chronic fatigue syndrome, fibromyalgia, epstein-barr, cytomegalovirus, multiple sclerosis type syndrome, polyneuropathies, memory loss, hair loss, insomnia and all the other problems that have been related to the implantation of these toxic devices. Also rptr contracted pseudomonas and staphylococcus and had to have one replaced in between the implant/explant.